Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 07/20/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. No call service alarms were observed in the available data. During testing, the pump was exercised for 24 hours with no duplicated errors, alarms, or warnings. The complaint was not duplicated. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015. Correction to brand name, model #, serial #, & PMA/510(k) #.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service alarm issue.